Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the patient received inappropriate atp therapy due to undersensing atrial fibrillation with rapid ventricular response. Programming changes were made and the patient was stable after the event.